Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned severed into three segments. There were cuts and puncture holes in the insulation and deformed and stretched conductor coils. The distal end of the proximal spring was separated from the lead body insulation and medical adhesive was noted. The lead passed continuity testing, however the extracting stylet was in the mid-body and tip segments of the lead. Analysis found the rate sense conductor coil to be fractured approximately 209-218 millimeters from the terminal pin. The location and type of the fracture on this lead is consistent with a fatigue fracture on a reliance lead.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing due to electromagnetic interference (emi) and reproducible with isometrics. No pacing inhibition was noted. The rv lead was explanted and replaced. No additional adverse patient effects were reported.